Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The unit was also received with a cracked case on the display window corners, cracked liquid crystal display window, minor scratched liquid crystal display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. She stated that the insulin pump had alarmed low reservoir and the customer was changing out the infusion set when she observed the issue. The customer's blood glucose was 414 mg/dl. The customer stated that she did not feel well, although she did not seek medical attention and treated with a back-up plan. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.